Manufacturer narrative:
The UDI, manuf. Date and expiry date of the device is unknown. Should any information be received, a supplemental MDR will be filed. The investigation for the reported issue has been completed. The impella device was not received from the customer. Data logs showed that the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. No abnormal performance metrics were observed prior to the pump stop. Since no product was returned for investigation, the cause of the purge leak and the pump stop could not be determined. It was noted the impella was used beyond indication per design trace matrix. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a purge system leak occurring during priming. The purge cassette was changed and the issue resolved. There was no adverse impact to the patient. Just over 1 month later, the pump stopped and could not be restarted. The pump was run beyond the intended use life. No patient harm was reported.